Manufacturer narrative:
The agent reported (reamer connection to stryker power snapped when dr started reaming) this event occurred during surgery, near the patient. No response was received by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the instrument was returned to djo and after further examination, the tip of the reamer broke off from the shaft. The revision level or lot number were not reported; and both item and lot number cannot be identified as they have been etched off the instrument, therefore, this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint history: complaint database review showed 13 previous complaints but there were no indications that this instrument has a design or material deficiency. S302 - bent, 5. S303 - broke/cracked/damaged,8. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Event description:
Instrument failure - pieces were left in the patient